Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during patient use, the autopulse platform s/n (B)(4) would stop in the middle of the cycle. The display would read "restart." The customer tried to restart the device to no avail. They reverted to manual CPR. The patient was not compromised. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for investigation on 01/11/2016. Visual inspection of the returned platform was performed, the top cover, motor cover, encoder cover, flexible patient restraint assembly were noted to be damaged and battery partition cover was noted to be missing. The autopulse platform is a reusable device and was manufactured on 07/28/2004. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and not related to the reported complaint of the autopulse displaying "out of service - revert to manual CPR. System error" message. A review of archive data showed numerous user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) on (B)(6) 2015 (not on the complaint occurred date) and only one session on (B)(6) 2016 displayed ua 45(not at home position after power on/restart). Functional testing was performed and device passed all the testing with no fault or error messages noted. In summary the customer's reported complaint was not confirmed, the autopulse platform powered on and off without a problem and performed compressions as it should. The exact root cause for the reported use experience could not be determined. The top cover, motor cover, encoder cover and flexible patient restraint assembly were replaced and battery partition cover to the ap board was installed. The board passed load cell characterization test, both load cells are within specifications. Technical service performed the test using the manikin and patient test fixture (lrtf) for 15 minutes each, and did not duplicate any of the user advisory or fault. The autopulse has passed all the testing and meets all required specifications.